Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she¿s been experiencing a skin irritation since (B)(6) 2013 that patient believes is caused by her medication. Patient experiences blisters and insertion site remains slightly scabby after sensor removal. Patient has sought medical advice on (B)(6) 2013 and was advised to use a cortisone cream on the affected area. At the time of her call to dexcom technical support, patient reported she was feeling fine.